Event description:
A report was received that the patients ipg had flipped and part of it was sticking out. It was noted that there was a bruise around the implant site. It was also reported that the patient had lost weight. The patient was advised to see her physician to get the implant site evaluated. No further information could be obtained.